Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The procedure treated the target lesion located in the severely tortuous right coronary artery (rca). A 3.0x16mm promus element plus stent was advanced and successfully deployed in the distal rca. Then the physician advanced and deployed a 3.5x24mm promus element plus in the mid area and "it looked fine". The physician removed the balloon and then took the wire out, and the 3.5x24mm promus element plus stent looked like it had deformed and foreshortened at the proximal and distal end of the stent. Next the physician went back in and ballooned distally, placing a 3.5x8mm promus element stent in the distal part of the stent and a 4.0x16mm promus element plus stent in the proximal area of the stent. No further patient complications occurred and the patient status was fine.

Event description:
It was further reported that the patient presented at the index procedure with a myocardial infarction. Pre-dilation was performed with multiple balloons and multiple inflations and the patient was defibrillated at 200 joules. The 3.5x24mm promus element plus stent was deployed at 9 atms for 50 seconds in the proximal rca and after the stent delivery system was removed the wire placement was lost. The entire system was switched out and additional ballooning was performed with multiple balloons and multiple inflations. Next a 3.0x8.0 promus element plus stent was deployed, which was previously reported as a 3.5x8.0mm promus element plus stent. Two additional promus element plus stents [3.0x16mm, 4.0x16mm] were implanted the next morning in a different vessel.

Manufacturer narrative:
Correction: patient sex: from female to male. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).